Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump had broken down. There was no reported adverse impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information regarding the issue.